Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that whilst attending a t6 vertebrectomy with a surgeon at (B)(6), he implanted an xrl 24- 29ml integrated 0deg cage, the procedure went smoothly with no concerns with regards to instruments or implant, however at the end of procedure he wanted to decrease the height due to a negative response on the right side of the patient using the ionm (intraoperative neurophysiologic monitoring). He tried to reinsert the expansion instruments however due to the cage being placed on a 45deg angle he was unable to engage the inserter. At this point he placed an instrument in the islet of the xrl cage and released it to enable the implant to decrease in expansion. He was able to decrease it back down to 24ml and tap the cage further anteriorly. He then compressed on the posterior mesa pedicle screw instrumentation and was happy with the overall result. The product specialist indicated to surgeon that using the instrument was not part of the surgical technique and when asked if the green islets had closed over, the surgeon indicated not fully. The product specialist then asked whether follow up in needed, surgeon indicated none required. The patient is doing well. He has use of all extremities. This is report number 1 of 1 for com-(B)(4).

Manufacturer narrative:
A device history review was conducted. The report indicates that it product was delivered to (B)(4) on po #1542493, for 12 pieces july 30, 2013 and processed on work order (B)(4). Initially, the part conformed to the supplier¿s certificate of conformance, dated july 25, 2013, and synthes final inspection sheet # ns011661, revision ¿j¿. The parts were shipped to monument for labeling and packaging on august 7, 2013 (processed on monument work order #(B)(4)). The parts were released to the warehouse on september 26, 2013 with expiration date of august 01, 2023. There were no mrr¿s, ncr¿s, or complaint related issues with this lot. The xrl medium implant, sterile was made to the synthes drawing p/n 08.807.201, revision ¿e¿, released on october 12, 2011. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.